Event description:
Novasure handpiece for endometrial surgical ablation procedure fans open to obtain a reading and perform a thermo ablation. In this case, the fan piece did not close properly. It took additional 15 minutes to close the fan piece.